Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Event description:
The customer stated that a physician questioned architect ipth results as being too high for one patient. The patient has historically generated elevated results since 2011 (no specific values provided). Samples from (B)(6) 2012 and (B)(6) 2013 were sent to two reference laboratories for testing and the results were normal (no specific values provided). The most recent architect ipth result was 146.1 pg/ml in (B)(6) 2013. The patient's calcium value is slightly elevated. The customer stated that there are no issues with any other patient samples, proficiency samples or qc. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.